Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted into the patient. Bsc ¿ advantage fit is also referenced as an implant on (B)(6) 2011. No other clarifying information is provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 6/28/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to genuine stress incontinence, pelvic relaxation, symptomatic cystocele, coital laxity, and disrupted perineal body. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to mesh erosion.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 due to mesh exposure. It was reported that patient underwent a d & c and labioplasty on (B)(6) 2011.